Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis and is still in use at the customer site. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported temperature issue and subsequent procedure cancellation could not be determined.

Event description:
During a single lesion ablation procedure, the generator would not increase temperature and the procedure was canceled. The generator was set to 90 degrees for 90 second intervals, but the temperature remained between 45-55 degrees. The impedance and grounding pad were correct but after waiting one minute, the temperature would not increase so the procedure was canceled. There were no adverse consequences to the patient due to the cancellation.